Event description:
User experienced discrepant results for multiple assays on two separate days. Two pt examples were provided. Pt 1, initial sodium 109 mmol/l, repeated three times gave 112, 120 and 149 mmol/l; initial potassium 3.4 mmol/l, repeated three times gave 3.4, 3.7 and 4.4 mmol/l; initial calcium 6.3 mg/dl, repeated twice gave 7.5 and 10.2 mg/dl; initial total protein 4.3 g/dl, repeat 8.1 g/dl; initial glucose 64 mg/dl, repeat 98 mg/dl; initial creatinine 0.4 mg/dl, repeat 0.7 mg/dl; initial ast 23 u/l, repeat 36 u/l; initial alt 35 u/l, repeat 56 u/l; initial alp 80 u/l, repeat 142 u/l; initial co2 18.2 mmol/l, repeated three times gave 18.9, 21.7, 29.8 mmol/l; initial albumin 2.7 g/dl, repeat 4.7 g/dl. Pt 2, 2008, initial sodium 48 mmol/l, repeated twice gave 89 and 141 mmol/l; initial potassium 1.5 mmol/l, repeated twice gave 2.7 and 4.1 mmol/l; initial calcium 2.5 mg/dl, repeated twice gave 5.3 and 9.2 mg/dl; initial glucose 28 mg/dl, repeated twice gave 57 and 94 mg/dl; initial magnesium 0.7 mg/dl, repeated twice gave 1.3 and 2.1 mg/dl; initial creatinine <0.2 mg/dl, repeated twice gave 0.6 and 1 mg/dl; initial albumin 0.9 g/dl, repeated twice gave 2.2 and 3.8 g/dl; initial iron 31 ug/dl, repeated twice gave 63 and 105 ug/dl; initial phosphorus 1.4 mg/dl, repeated twice gave 2.9 and 4.6 mg/dl; initial co2 8.9 mmol/l, repeated twice gave 16.9 and 26.8 mmol/l. Patients were not treated based on erroneous results because they were not reported. The field service rep was unable to determine exact root cause but noted the pipetting precision of the sample system was slightly outside of specification due to partially occluded sample probes. He replaced sample probes. Performance tests were performed.